Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was not receiving effective stimulation. Images were taken and confirmed that patient¿s left lead had migrated. In turn, surgical intervention was undertaken on (B)(6) 2020 wherein patient¿s left lead was pulled back and locked down in its intended place. This addressed the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.